Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose with ketones. The customer stated the issue occurred five times in the past month. Customer also reported having diabetes ketoacidosis. Date of the customer's adverse event was (B)(6) 2014. The customer stated they were treated with an insulin drip for 24 hours. Customer declined to troubleshoot. No additional information provided.